Event description:
A report was received that during an implant procedure for the pt, the physician broke the paddle lead at the proximal end, while trying to plug the paddle lead into the ipg. The paddle lead was replaced and the pt is reportedly doing well.